Event description:
It was reported to covidien on (B)(6) 2015 that a customer ha an issue with a dialysis catheter. The customer stated that the patient was in a hemodialysis treatment. He had active bleeding from a hole in the catheter. The hole was near the adapter. There was no patient harm. The catheter was removed and replaced with a new one. The sample will not be available because it was contaminated and was disposed.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.